Event description:
Dexcom has changed their adhesive which is now causing an allergic reaction for me and many other people. The allergic reaction feels like a burn but also itches. It's left a mark in the exact shape of the dexcom adhesive that doesn't seem to be fading. FDA safety report ID # (B)(4).